Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead dislodged during a valve replacement procedure and had unstable sensing and thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found.